Event description:
Information received by medtronic indicated that the calibrations were often done with blood glucose very high. No harm requiring medical intervention was reported. Customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). S/w: 4.10d. Retainer ring= clear. On (B)(6) 2022 the customer alleged having high bgs. No allegation to pump defectiveness noted. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The test p-cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, and cracked retainer. No device problem found during full functional testing. Unable to verify customer alleged for high bgs. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.